Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was "not properly blowing air". There were no reports of patient involvement associated with the reported event. Ventec has made multiple attempts to contact the initial reporter in order to get clarification of the reported issue, but no response has been received.